Manufacturer narrative:
Model number/catalog number: sc-8352-70, serial number: (B)(4), batch/lot number: 20070687, model/catalog description: coveredge x 32 surgical lead kit 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing stimulation in non-target areas. It was noted that the patient had slipped and the stimulation changed. The patient underwent a lead replacement procedure and was doing well postoperatively.